Event description:
It was reported that the terminal of the standard rechargeable battery was found to have melted (specific date not reported). There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient.